Event description:
According to the reporter: during laparoscopic esophagectomy,the device had difficulties in toggling/loading/unloading, needle also fell into the patient¿s cavity (no information was provided regarding the needle¿s status). A new device was used in order to complete the case. Patient status : unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received no needle fell into the patients cavity .the patients status is fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Device one had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction: product code: ocw; common device name: endoscopic tissue approximation device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.